Event description:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that device ECG rhythm is not established. There was no patient harm. Based on the information available, the root cause of the reported issue is due to the defective electroide. Device is working fine as per manufacturer's specifications after replacement of defective electroide the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and code grids.

Event description:
During surgery on 10/16, the patient monitor showed rhythm, but the defibrillator showed noise or asystole, so the rhythm was not established. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.